Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment inside patient occurred. The target lesion was located in the tortuous superior mesenteric artery (sma). A 5.0x20x135cm express® ld biliary drug-eluting stent was advanced to treat the lesion. However, the stent slipped off from the balloon before it can be fully deployed in the target vessel. A second balloon was used to moved the dislodge stent and deployed it successfully in the target location without any further issues. No further patient complications were reported and the patient's status was fine.